Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 305 mg/dl and a bolus was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were found. The contact stated that the infusion set site was to be changed. The contact declined any further follow-up.